Manufacturer narrative:
H3: stuck and heating issue. Unable to confirm the reported fault. Connector has dent. Thumb wheel jammed. Hi-pot test fail. Motor cable assembly found faulty. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting criterion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the overheating observed after 1 minute. The loaner device used to complete the procedure. The device was being run at 2000 rpm speed. The irrigation was used 20cc per minute. The device was used in oscillation mode.

Manufacturer narrative:
H3: it was found in the analaysis that the handpiece cosmetically not ok. Connector has dent. Thumb wheel jammed. Hi-pot test fail. Motor cable assembly found faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the handpiece stuck and overheating. There was no patient involvement.